Event description:
Patient underwent ercp with tjf-q190v duodenovideoscope. Distal tip cover applied on scope and tested for security before use. Scope's distal tip cover was missing upon removal. Gastroscope introduced into patient. Distal tip cover retrieved from oral pharynx.